Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the observed power issue.  After replacement of the power module assembly, proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
The customer initially reported a non critical issue with their device.  Upon examination of the device by the third party service agent, it was observed that the customer's device would not power on with ac or dc power.  There was no report of any patient use associated with the reported issue.